Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
As dr. (B)(6) attempted to drill his screw holes in the new trident ii cup, two of the mako flexible drill shafts broke in the exact same fashion (end tip where rubber is holding onto the metal piece). After the first one broke, we opened up a second one of the exact same size, with the same outcome.

Manufacturer narrative:
Reported event: as dr. (B)(6) attempted to drill his screw holes in the new trident ii cup, two of the mako flexible drill shafts broke in the exact same fashion (end tip where rubber is holding onto the metal piece). After the first one broke, we opened up a second one of the exact same size, with the same outcome. No communication of surgical delay or patient harm. Device evaluation and results: the product was unavailable for inspection as the product was not returned. Device history review: a review of the device history (see attachment 1) for the associated lot indicated 80 devices (non-sterile p/n: 116135 non-sterile flexible drill shaft) were manufactured and accepted on february 09, 2017 and 244 devices were manufactured and accepted on february 22, 2017. Complaint history review: a review of complaints in stryker's database related to p/n: 116136, lot number: 46241216 shows 2 additional complaints (pending investigation) related to the failure in this investigation. These complaint investigations are (B)(4). Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Using the drill at angles beyond the intended design can cause the device to fail. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
As dr. (B)(6) attempted to drill his screw holes in the new trident ii cup, two of the mako flexible drill shafts broke in the exact same fashion (end tip where rubber is holding onto the metal piece). After the first one broke, we opened up a second one of the exact same size, with the same outcome.